Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an aneurysm with onyx. It was reported while removing the catheter from the patient, an onyx plug also came back with the catheter. No patient injury reported. Same event as MDR# 2029214-2010-00133.